Manufacturer narrative:
Section b5: correction to previously reported event description. Section d4: serial # was requested but was not provided. Manufacturer's investigation conclusion: the reported event of a no external power alarm activating while connected to the mobile power unit (mpu) was confirmed via analysis of the submitted log file. The log file contained approximately 13 days of data (B)(6) 2021 ¿ (B)(6) 2021 per the timestamp). No external power, low voltage hazard and power cable disconnect alarms were captured on (B)(6) 2021 from 4:41:35 to 4:41:36 due to a loss of ac power while connected to the mpu; the alarms resolved when ac power was restored to the mpu. The system controller backup battery supplied power to the system and pump function was unaffected during the loss of external power. The pump maintained a speed above the low speed limit throughout the log file. Additional information provided stated that the mpu would not be returned for evaluation and that the ac power cord had a v-lock connector. It was also reported that there are suspicions of the mpu becoming unplugged from the wall outlet. The root cause of the no external power alarm could not be conclusively determined through this analysis; however, it was reported that the ac power cord may have become unplugged from the wall outlet. Heartmate ii patient handbook under section ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU) under section ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low voltage hazard, no external power and power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii instructions for use (IFU) section entitled ¿powering the system¿, describes the various ways to power the heartmate ii lvas , including how to properly use the mpu and the actions to take in the event of a power failure. This section explains how to properly switch between power sources. This section also states that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. The heartmate ii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the log files captured no external power events on (B)(6) 2021. The (B)(6) 2021 alarm appeared to have been the result of the patient simultaneously disconnecting power from both controller leads. The ones on (B)(6) 2021 were caused by power to the mpu being briefly interrupted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that the log files captured no external power events on (B)(6) 2021. The (B)(6) 2021 alarm appeared to be due to double power cable disconnects while the patient was connected to their mobile power unit. It was reported on (B)(6) 2021 that the patient had a v-lock connector on their mpu. There was also suspicion that the mpu had been unplugged from the outlet momentarily.